Event description:
It was reported that "plate has translated into cephalid body. In case 1st plate was implanted and removed due to osteophyte plate not re-usable due to ring damage. Second plate implanted and rep incorrectly gave 18mm screws for 5 of 8 holes. 18's removed and replaced w/ 16's. So 5 holes had screws in/out 3 times. Not sure if patient is smoker or of compliance."

Manufacturer narrative:
Device is implanted and will not be returned unless revised by surgeon. Investigation is underway, and any additional information obtained will be submitted in a follow-up report. Procedure also involved 16mm variable screws (catalog number 48644016) and 16mm fixed screws (catalog number 48654016). At this point in the investigation, the serious injury is attributed to the construct of the plate and screws together.